Event description:
It was reported that after the sheath was inserted, the balloon was advanced into the sheath. However, as the balloon was advanced to where the tip had come out of the end of the sheath, it was at that point it became stuck. As a result, both the catheter and sheath were exchanged without difficulty or complications to the pt.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.